Event description:
Reportedly, the patient was not home monitored since (B)(6) 2015. The hospital was not aware of that situation until the patient informed the hospital that he disconnected his remote monitor in (B)(6) 2015.

Event description:
Reportedly, the patient was not home monitored since (B)(6) 2015. The hospital was not aware of that situation until the patient informed the hospital that he disconnected his remote monitor in (B)(6) 2015.

Manufacturer narrative:
Complaint was re-opened following the reception of new information. Contrarily to what was reported at first, no new home monitor was provided to this patient.

Event description:
Reportedly, the patient was not home monitored since (B)(6) 2015. The hospital was not aware of that situation until the patient informed the hospital that he disconnected his remote monitor in (B)(6) 2015.